Event description:
It was reported that this right ventricular (rv) lead was revised due to high pacing threshold. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block f10 and h6. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was revised due to high pacing threshold. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revised due to high pacing threshold. This rv lead remains in service. No additional adverse patient effects were reported.